Event description:
It was reported that a pt sustained a burn to their left shoulder blade during a scan due to a lack of proper padding. The burn resulted in a large blister covering an oval area approx 1 to 1 1/2 inches in diameter.

Manufacturer narrative:
A ge service rep performed an on site investigation. The coil was visually inspected and functional testing performed using a phantom. The coil was found to be functioning as intended and was not warm to the touch after the scans were performed. A problem with the device could not be duplicate.